Manufacturer narrative:
Additional information received identified the device as zimmer implant. Upon reassessment of the reported event, it was determined that the device was filed under the wrong MFR number (0001038806-2019-01220) on 18-oct-19. As a result, this report is being filed under the current MFR number. Investigation results have been completed and attached below. An impl scr-v mini sbm 3.3mm 3.5mm 13mm (svmb13) was received for investigation. Visual inspection of the as returned product identified minor signs of usage but no evidence of any significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The returned product's dimensions were measured with digital calipers (cal1334, calibration due (B)(6) 2020) and found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per. The reported device was located on tooth # 24 and was removed upon placement due to the reported event. Pictures or x-ray images of the implant site were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # svmb13) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance /CAPA/hhe/d/ie/product holds for the reported device related to the reported event. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone fracture) or device (svmb13). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that during implant (svmb13) placement, the buccal plate fractured. Doctor removed the implant and site was bone grafted. Bone loss also was reported. Tooth location 24.